Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w7g9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was an intra-operative impedance issue. There was no trouble inserting the lead. An electrode impedance test at 1.5 v and 360pw revealed impedances >4000 ohms. All contacts were within range except c1 and c3. Another test was run at 2.0v and 360pw. Impedances were still >4000 ohms. Another test was run at 4v and 360usec and results showed c1, c2, and c3 all above 4000 ohms. The patient's motor responses were positive. The lead was wiped down and the blue tip was confirmed to be in the header block. The pocket was checked and was no deeper that one inch. Before reinserting the lead the doctor tested impedances on all four electrodes. All four showed optimal responses under 2 v. He reinserted the lead and the same issue occurred. There may possibly have been fluid in the header block but this was not confirmed. Additional information received reported that the first impedance reading showed an open connection for c<(>&<)>0. With the amp at 2 the test showed c<(>&<)>0 and c<(>&<)>1 open. It was noted that all bipolar connections were within range with all impedance tests. The doctor went ahead with the implant procedure as there were no open conn ections with c1-c7 electrode combinations. The patient was sent home on c1. It was noted that this may have been a misreading. The rest of the procedure went according to plan.